Manufacturer narrative:
H.6. Investigation: one used 11448964 infusion set was returned by customer with the complaint of disconnection. The separation was immediately noticed and the customer's complaint has been verified. The sample was visually inspected under microscope and the root cause was found to be a lack of solvent at the junction where tubing meets the drip chamber. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced component separation. The following information was provided by the initial reporter: material #: 11448964, batch/ lot #: unknown. We have had another incident where the tubing disconnected just below the drip chamber.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced component separation. The following information was provided by the initial reporter: material #: 11448964 batch/ lot #: unknown. We have had another incident where the tubing disconnected just below the drip chamber.